Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had severe scratches on the screen which made it hard to read. The customer's blood glucose level was unknown at the time of incident. The customer also stated that the insulin had motor error and the top arrow of the button has become sticky. The insulin pump will not be returned for analysis.